Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reservoir issue. Customer's blood glucose was unknown. The customer stated that she keep getting no reservoir. The customer rewound the pump, filled tubing and got a message that said no reservoir. The customer was assisted with complete priming process and advised to monitor pump and blood glucose. The customer also got a max fill reach alarm. The customer was advised and explained the alarm, she may have to change reservoir sooner than anticipated since 30 units were used to prime.